Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately noontime, the patient¿s daughter contacted the patient by phone and noted that he appeared disoriented during the conversation. The patient's daughter contacted paramedics to evaluate him. Upon arrival, paramedics performed a fingerstick blood glucose check, which revealed a blood glucose level of 45 mg/dl. The patient did not check or recall a dexcom cgm reading at that time and was therefore unable to provide a corresponding cgm value. Paramedics administered two packets of oral glucose gel (specific product name unknown) and monitored the patient for approximately 1¿2 hours. Prior to the paramedics¿ departure, the dexcom cgm displayed a reading of 120 mg/dl, and the patient was reported to be stable. The patient was unable to recall the cgm reading prior to the event, as he did not check the device. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause was confirmed via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.